Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The reservoir piston does rewind all the way, no reservoir compartment anomaly noted. No prime fill anomaly noted. No unexpected a21 alarms noted. No air bubbles noted during testing using a water fill test reservoir. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir compartment anomaly and prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the pump piston may not be going down all the way when rewinding. Customer stated she places the reservoir in the pump and insulin almost always exits the end of the tubing. Customer does not manual prime and is just placing filled reservoir with empty tubing in pump when issue occur. Customer advised to ran displacement test and test passed. The customer stated she wants pump replaced because she is not comfortable with it. Customer was advised that we will replace the pump.